Manufacturer narrative:
Patient¿s gender is unknown. Date of event: date of postoperative nonunion development and plate breakage is unknown. Additional device product code: hwc. Implanted date: implanted in (B)(6) 2017; exact date is unknown. Explanted date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an ulnar shortening procedure in (B)(6) 2017. Post-operatively patient had non-union and a plate broke in patient. Future revision surgery plan is unknown. Concomitant devices reported: 2.7mm locking screw slf-tpng with t8 stardrive recess 16mm (part # 202.216, lot # unknown, quantity 6). This report is for one (1) 2.7mm lcp ulna osteotomy plate 8 holes. This is report 1 of 1 for complaint (B)(4).